Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the lithium coin battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every five years. This device is approximately nine years old. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.